Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Also, no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Not confirmed: bd was unable to confirm the incident in question. Investigation comment: as photos or samples are not available for analysis of this complaint and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Samples/ photos: samples or photos have not received for analysis of the incident in question. DHR/ qn/ ncmr review: assembled lot: 7143895, used in the claimed final product lot: 7146964 of insyte autoguard 22g x 1.00 was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced failure in the activation of the part during analysis of these batches. Qn/ ncmr review: there are no qn records of this defect for batches related in this complaint. Initial classification of the occurrence (based on the description of the notifier) - notification classification according to the code (s) and terminology (s) made available by anvisa: code level 1: (B)(4); term 1 level: others; definition level 1: an event type, which is not included in this table, that results in a product-related event for health; code level 2: (B)(4); term 2: other; definition level 2: an event type, which is not included in this table, that results in a product-related event for health. Quantity produced: (B)(4) units. Final classification of the occurrence (after the investigation), according to the code (s) and terminology (s) made available by anvisa - level 1; code: (B)(4); term: other; definition: an event related to a health product associated with an assessment term that is not included in this code; level 2; code: (B)(4); term: other; definition: event related to the health product that is not included in this table. Based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.

Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a safety failure after using the bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. There was no report of injury or medical intervention.